Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 37 mg/dl. The customer reported that they were woken up by paramedics. The customer also reported having infusion site issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).